Event description:
On (B) (6) 2008, patient was implanted with a gore propaten vascular graft, in a left axillary fem-fem bypass procedure. Bypass was performed due to distal tissue loss. Physician reported a problem with seroma. Graft was explanted on (B) (6) 2010.

Manufacturer narrative:
Method: review of the device manufacturing record history. Results: review of the device manufacturing record history confirmed device met pre-release specifications.